Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, pacing impedance measurements of greater than 3000 ohms and loss of capture were observed. The lead was repositioned twice and other troubleshooting attempts were made with similar results. The lead was therefore explanted and replaced. No adverse patient effects were reported. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Visual inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has been returned for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that during the attempted implant of this right ventricular (rv) lead, pacing impedance measurements of greater than 3000 ohms and loss of capture were observed. The lead was repositioned twice and other troubleshooting attempts were made with similar results. The lead was therefore explanted and replaced. No adverse patient effects were reported.